Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. Per the operative report of 2009, the patient was transfered to the ICU in guraded condition.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.